Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: bi71000176, serial/lot #: rev. 3 : s/n (B)(6) h3) a medtronic representative went to the site to test the equipment. Testing revealed that the reported issues were confirmed. The power tray and power enclosure were replaced, and the mfov alignment for the source was adjusted to allow the tube alignment pin to go in. The system then passed a system checkout. The power tray was returned to medtronic for analysis. Analysis revealed that, when installed into a test system, no failures were found. The power conversion enclosure was also returned to medtronic for analysis. Analysis revealed that the power conversion enclosure failed bench testing. Transistors were found to be shorted. An electrical failure was confirmed. H6) fdm 10, fdr 120, fdc 4307 apply to the system checkout and the returned power conversion enclosure. Fdm 10, fdr 213, fdc 67 applies to the returned power tray. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that it was discovered that the fans were running irregularly when the image acquisition system (ias) was disconnected from the mobile viewing station (mvs) umbilical cord during servicing. It was noted that it was suspected that the issue was due to the power enclosure. During the servicing, it was also noted that the system alignment pin would not go in during tube to detector alignment verification. There was no patient involvement.